Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported advantage glucose result of 134 mg/dl, professional result of 32 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The user stated the results for two of five samples did not compare to the peer results for a vitamin b12 linearity survey. Sample 1 initial result was <30 pg/ml twice with a peer mean of 52.5 pg/ml. Sample 2 initial results were 389.3 and 372.0 pg/ml with a peer mean of 483.5 pg/ml. The vitamin b12 reagent lot number was 15398801. The user moved the vitamin b12 assay to the e170 analyzer and the elecsys 2010 analyzer was de-installed. On (B)(6)2010, the user repeated the samples on the e170. Sample 1 results were 103.9 (104) pg/ml and 101.2 pg /ml. Sample 2 results were 555.3 (555) pg /ml and 564.2 pg/ml. The user stated she was unaware of any issues involving patient samples.

Manufacturer narrative:
The investigation could not clarify a clear cause. The linearity survey samples were not available for investigation. No system problem could be identified on the internal method comparison between e2010 and e170 using the samples, internal control samples and quality controls.